Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: after injection via injection port, fluid comes out of the injection port. Assessment via account manager - same problem as in inselspital - injection port in venflon moved. No samples sent in, as the problem should already have been solved in production. The problem occurred because of the sterilization.

Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA#1379444 was initiated to address the issue. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: after injection via injection port, fluid comes out of the injection port. Assessment via account manager - same problem as in inselspital - injection port in venflon moved. No samples sent in, as the problem should already have been solved in production. The problem occurred because of the sterilization.